Event description:
Patient called alleging meter prompts an error 3 message when test strip is inserted into the meter. Prior to the error message, patient obtained a reading of 220mg/dl. Patient experienced symptoms after testing; however, type of symptoms was not described. Patient took oral meds after using the meter and went to see his md. Md increased patient's medication from 10mg of glucotrol to 20mg. Customer service was unable to resolve the error 3 message and is sending patient a new meter.